Manufacturer narrative:
This device was received, evaluated, and retained by this MFR. The engineering evaluation revealed a pinhole located 8mm proximal to the distal radiopaque marker. Scratches were noted on the balloon surface. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Co believes the above factor may have contributed to this event.

Event description:
It was reported a balloon ruptured during a renal angioplasty procedure. Another balloon catheter was used to successfuly complete the procedure without patient complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. These circumstances may have contributed to this event. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."